Event description:
The customer reported the touch screen is intermittently working, has a scratch on the touch screen. The customer reported there was no patient involvement.

Manufacturer narrative:
The touchscreen assembly was returned to the manufacturer for failure investigation. Visual inspection of the touchscreen assembly revealed physical damage and contamination all around the outer edge of this unit. The touchscreen assembly was installed in a test ventilator in an attempt to duplicate the reported problem, and the component did not pass touchscreen calibration or diagnostic verification, nor did it respond to setting changes. It was further determined that the act of cleaning the contamination did not change the test results. Failure investigation determined that the touchscreen assembly failed due to physical damage.